Manufacturer narrative:
H6 (type of investigation) updated with an additional code based on the received additional information. H6 (investigation findings) updated based on the received additional information. The customer tested the autopulse platform and the batteries and could not duplicate the reported complaint. The autopulse platform and the batteries functioned as intended. Therefore, the customer will not be returning the devices to zoll.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (s/n (B)(4)) in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. The patient was placed on the platform and the lifeband was secured. As reported, the autopulse platform performed about 5 compressions before it stopped and displayed a "replace battery" message. The ems crew replaced the battery, but the same issue happened again. The customer could not recall which of the following serial numbers belonged to the two batteries that were used during the patient call: (B)(4). The customer reported that all 5 batteries were fully charged, showing 4 solid green led lights when pressing the battery status check button. The crew used a second autopulse platform to continue with resuscitation, and there were no issues with the second platform. Per customer, the crew may have not fully inserted the batteries into the autopulse platform, which may have caused the platform to display the "low and/or replace battery" message. No further information was provided by the customer. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown. Please see the following related MFR reports: MFR # 3010617000-2021-00673 for the autopulse platform (s/n (B)(4)) . MFR # 3010617000-2021-00624 for the autopulse li-ion battery (s/n (B)(4)). MFR # 3010617000-2021-00626 for the autopulse li-ion battery (s/n (B)(4)). MFR # 3010617000-2021-00625 for the autopulse li-ion battery (s/n (B)(4)). MFR # 3010617000-2021-00627 for the autopulse li-ion battery (s/n (B)(4)).